Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician placed a taxus express2 durg eluting stent, unk size, to an unk vessel and mentioned that balloon withdrawal resistance occurred after stent placement. Additional information regarding this event is not available.